Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034 -2017 -06892, 0001825034 -2015 -04655, 0001825034 -2015 -04655-1, 0001825034 -2015 -04655- 2, 0001825034 -2015 -04655 -3, 0001825034-2015-04656, 0001825034-2015-04656-1, 0001825034-2015-04656-2, 0001825034-2015-04656-3, 0001825034-2015-04349, 0001825034-2015-04349-1, 0001825034-2015-04349-2, 0001825034-2015-04349-3, 0001825034-2015-04349-4, 0001825034-2017-06895, 0001825034-2017-06893, 0001825034-2017-06892. No device was returned for manufacturer evaluation: p/n 157442 m2a-magnum mod hd sz 42mm l/n 262230, p/n 157442 m2a-magnum mod hd l/n 571380, p/n us157848 m2a-magnum pf cup l/n 134680, p/n 103201 taperloc por fmrl l/n 303430, p/n 11-104110 m-h pc 10x155mm t1 l/n 008790, p/n 139254 m2a-magnum 42-50mm insert l/n 637710. Examination of the reported device(s) was not possible as they were not returned. A search of the complaint history identified no other related reports against the provided product/lot code combinations. A review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records and x-rays were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective actions, preventive actions, or field actions has not been indicated as a result of this investigation. Zimmer biomet considers the investigation closed at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised approximately 2 years post-implant due to pain. During the procedure, the femoral head and taper adapter were removed and replaced and a femoral osteotomy was performed to replace the femoral stem. The patient underwent physical therapy approximately 10 times after the revision procedure. The patient was revised a second time 6 years later due to metallosis, elevated metal ion levels, adverse tissue reaction, squeaking of the joint, pain, ambulation difficulties, and metallic odor of the breath and bowels. During the procedure, metal stained tissue and metal debris were encountered and metallic brown fluid was removed from the joint.